Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding, cardiac arrhythmia, and peripheral thromboembolism could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding, cardiac arrhythmia, and venous thromboembolism as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This document further instructs the user to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow prior to advancing the inflow cannula and to address both as needed. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 30oct2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had post operation bleeding and anemia. The patient received one unite of packed red blood cells (prbcs). Sinus tachycardia was also noted with heartrate in the low 100's. Mean arterial pressure (map) was in the 70's on vasopressin at .06 units per hour. Right atrial fibrillation (raf) with heartrate up to 154 beats per minute was noted on (B)(6) 2021. 500 milliliters of fluid bolus and amiodarone bolus were administered. An amiodarone drip was started to treat the arrhythmia, causing the patient's heart rate to drop to 100-110 beats per minute. A chest x-ray on (B)(6) 2021 showed left lower lobe collapse and small left pleural effusion. Bilateral lower extremity duplex on (B)(6) 2021 was negative for deep vein thrombosis (dvt). Left upper extremity (lue) swelling and left subclavian dvt was confirmed on (B)(6) 2021 with bilateral upper extremity duplex. Bilateral lower extremity pitting edema was noted on (B)(6) 2021. An additional chest x-ray on (B)(6) 2021 showed no change or slight improvement to left pleural effusion. The patient was on room air and had no shortness of breath. A thoracentesis was done on (B)(6) 2021 with improvement. The patient was discharged on (B)(6) "202" on digoxin and continued on warfarin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.